Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that part of the housing was broken off and the slide sleeve came off due to the broken housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the radiolucent drive device was dropped causing where the cutter device connects to the handle to break off and housing was cracked. During in-house engineering evaluation, it was determined that the housing was broken off and sliding sleeve came off due to the broken housing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.